Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There was no device failure noted.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used for wound closure. On (B)(6) 2011, the patient experienced a wound dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a repeat low transverse primary cesarean section and concomitantly underwent a tubal ligation on (B)(6) 2011 and running looped suture was used on the fascia. The patient was discharged home on (B)(6) 2011. That evening, while showering, the patient adjusted her posture to shave her legs and noticed a tearing sensation in her lower abdomen with a small amount of bleeding and noticed tissue. The patient returned to the hospital via emergency medical services and was taken urgently to surgery for wound repair. The surgeon found a fascial dehiscence with protrusion of a portion of the omentum through the skin. The omentum was seen lying on her mons pubis. The remainder of the subcuticular skin staples were opened. They were intact on patients left for about 1/3 the length of her pfannenstiel incision. Fascial disruption was seen. The wound appeared to be somewhat hyperemic and there was a small amount of fresh bleeding. The looped end of the suture was from the left side intact but unraveled. From the right, two separate pieces of suture were loosely anchored in the right corner with the knot unraveled. The surgeon observed that the looped suture broke in its mid position. A repair was performed. Currently the patient's wound is healed.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.